Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: a whitish foreign material was found inside the auxiliary jet tube, the grip has a scratch, the air water cylinder has no color, the suction cylinder has no color, switch 1 has discoloration, due to damage to the channel tube water tightness is lost, due to the burn on the distal end cover the insulation resistance value at the distal end does not meet the standard value, due to the wear on the angle wire the play of the knobs is out of the standard value, the distal end cover has a burn, the adhesives around the objective lens has a white clouded area, the light guide lens has a scratch, the adhesive on the distal sheath rubber has a white clouded area, the connecting tube has discoloration, the protector on the universal cord of the suction connector side has a scratch, and the universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had the distal end damaged. The issue occurred during maintenance with no procedure involved. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: a whitish foreign material was found inside the auxiliary jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The foreign material may not have been removed because of leakage due to breakage of biopsy channel. The instruction manual identifies detection method verbiage in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.